Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reaq1757 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that after inserting the catheter into the patient, leakage was found from the catheter. This report addresses the first of two devices.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. A 2 fr per-q-cath catheter was returned for evaluation. An initial visual observation showed no obvious use residue. Sample was flushed with a 12 ml syringe of water. A spraying leak was observed just distal to the 2 cm depth marker. Sample was found to be patent to infusion and aspiration. A microscopic observation revealed a hole in the catheter 1 approximately 1.8 cm distal to the end of the strain relief. A relatively large amount of damage, that appeared to be mostly abrasive, was observed near the hole on the inner catheter wall. This damage was most-likely caused by the stiffening stylet. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ ¿avoid perforating, tearing, or fracturing the catheter when using a stylet.¿ also, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of reaq1757 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that after inserting the catheter into the patient, leakage was found from the catheter. This report addresses the first of two devices.